Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced, and settings reviewed. Per reporter, the reservoir volume was 7.7 ml, rate of 2.0 ml/hour, and the volume administered had been 84.30 ml. Reporter stated multiple attempts of troubleshooting were unsuccessful and the pump continued alarming no disposable. Per reporter, the patient was redirected to the clinic and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had been alarming "no disposable" error. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.